Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative rh reaction for one sample using ortho anti-d bioclone lot db318a1 exp 6/25/2019. According to customer, labor and delivery patient with no previous history was admitted to facility on (B)(6) 2017. Sample was tested for anti-d and customer reported rh negative reaction at immediate spin ( no weak d testing was performed using the edta sample). As per customer's sop, the sample was retested for anti-d by a second tech and again reported as rh negative. However, customer stated when new sample from the same patient was tested later in that day, after delivery of rh positive baby, and the new sample reacted 2+ positive with the same lot # of anti-d antisera at immediate spin. Customer stated daily qc testing was performed and qc results were acceptable. Customer contacted ortho on troubleshooting steps of anti-d antisera. Issue started on: (B)(6) 2017; reported 12/6/2017. Frequency: 1x. Incubation time (for manual tube method): immed spin only. Visual appearance before use: acceptable . Tsc recommend that customer repeated testing of anti-d using initial sample, plus collect new sample from patient. Tsc followed up with customer and was told, that four samples were repeated using the same lot # of anti-d db318a1, and all four samples reacted 2-3+ positive at immediate spin, indicating sample is rh positive. Customer further indicated that with internal investigation concluded that possible tech error caused the false negative reaction with the initial sample. Customer further indicated that site determined there was no failure of antisera and issue was resolved. Tsc followed up with customer and was told that no rhogam was administered to patient.